Manufacturer narrative:
A steris technician inspected the washer and found the indexing mechanism was not working properly due to a broken spring and worn indexing guides; this resulted in the basket shifting on the conveyor and becoming stuck. The technician replaced the spring and guides and placed the unit back into service. No further issues have been reported with the equipment. The unit is under steris service contract and was last serviced on (B)(4) 2011. The steris technician confirmed during this visit the washer indexing mechanism was operating properly; no issues were noted.

Event description:
The user facility reported that when an operator opened the service access door and attempted to remove a jammed basket after the washer alarmed, the basket popped up and hit the operator's hand. The operator obtained a bruise and went to employee health; the user facility would not provide additional injury or treatment information. The user facility reported the operator is fine and has no sustaining injuries.